Manufacturer narrative:
The returned device was evaluated and performed as designed. No defect or deficiency that would contribute to the reported hyperglycemia or attribute to an occlusion or deficiency in delivering insulin was found.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. Living with diabetes 9 / page 119: advises: the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
It was reported by the patient that the patient's pod encountered a pod error hazard alarm during operation. In addition patient experienced a "high" blood glucose (bg) levels. Patient was seen by a health care professional on (B)(6) 2017 at the rainbow and babies children hospital where the patient was diagnosed with diabetic ketoacidosis. Patient was treated with saline to flush the ketones out of this system.